Manufacturer narrative:
Minor cut/abrasion received by patient. Device requested for return.

Event description:
Headphone headband broke when the customer put it on. Got the headband against his head and it caused an injury to his head.

Manufacturer narrative:
Customer reports headphone headband broke when the customer put it on. Got the headband against his head and it caused an injury to his head. Three attempts made to have device returned. Similar failure on 9612197-2024-00006 investigated by manufacturer. Scar-000116 opened against supplier (B)(4). (B)(4) were made aware of the issues reported with this lot and other lots from 2020-2023. Because of reported issues, they stopped production of the headsets in 2023 to prevent any further possible breakages and completely stopped selling all older lots from 2023 and earlier. They have spent the past one and half years working with suppliers to make changes to the design and materials of the headsets to make them stronger. They have performed multiple tests on strength and durability of the yokes and plastic housing. As of q4 2024 they started selling the revised headsets and continue to monitor and test the newest incoming product to ensure their supplier is meeting their requirements. Risk management file review (product and event): the current risk file: (B)(4) aurical aud & madsen a450 - risk analysis: (B)(4) rev 12 hazard ID 6.5 identifies this issue. Harm - minor injury to the patient or user or discomfort. Cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. Severity- marginal (3). Risk level- minor (3). This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Headphone headband broke when the customer put it on. Got the headband against his head and it caused an injury to his head.